Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer was having calcium (calc) calibration problem and found a leak from ise (ion-selective electrode) module. There was no effect to patient or user.

Manufacturer narrative:
Service visited the site on (B)(4) 2011. The field service engineer (fse) found that the waste valve was not opening, and replaced the part.